Manufacturer narrative:
(B)(4) no testing was performed on the device. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02218, 3007042319-2015-02219 and 3007042319-2015-02220) submitted for devices related to the same event.

Manufacturer narrative:
Batteries, controller ac adapter and controller (bat206516, bat203593, bat205908, cac005410, and con185104) were returned for evaluation. Battery (bat200503) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation for controller ac adapter and battery (cac005410 and bat200503) confirmed that the associated device met all requirements for release. Log file analysis revealed multiple premature switching events involving controller and batteries (con185104, bat045912, bat045931, bat200503, bat203593, bat205908, and bat206516). These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Log file analysis also revealed a critical battery alarm triggered by battery (bat205908). This critical battery alarm can most likely be attributed to a communication anomaly between battery and controller. Batteries (bat045912 and bat045931) were returned but disposed. Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for these batteries. The investigation determined that there is a potential for these batteries to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction could have contributed to the reported event. The manufacturer has opened internal investigations to evaluate faulty lishen cell pairs. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02218, 3007042319-2015-02219 and 3007042319-2015-02220) submitted for devices related to the same event. Battery - bat200503/1650de - expiration date: 09/30/2015 - device manufacture date: 09/01/2014. Battery - bat045931/1650de - expiration date: 02/28/2015 - device manufacture date: 02/01/2014. (B)(4).

Manufacturer narrative:
Log file analysis review date: 08/13/2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: no alarms have been logged in the last 14 days of available data. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-02218, 3007042319-2015-02219 and 3007042319-2015-02220) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient is "complaining about power switching in several situations of daily routine." Patient has advised hospital that on "port 2 the connected power source shuts down in a charging level not less than 10%." After discussion with manufacturer representative, site "decided to exchange equipment as it is not the first time patient experienced these problems." No additional information provided. Investigation is ongoing. This is report 3 of 3.